Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The peripheral vision probe was analyzed and found to be protruding from the distal tip. Adhesives were observed on the distal tip of the camera and the probe. The protruding camera appeared intact with no missing pieces. The protruding camera is likely due to a failure of the adhesive bond that secures the camera at the tip of the probe. Additionally, small pieces of adhesive were observed on the tip of the probe under magnification. There is a potential for fragments of adhesive due to this failure mode, as the adhesive bond failed at the distal tip, which enters the patient. The complaint was confirmed by failure analysis.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.